Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a patient sample. The following data was provided: 05jul2023 sample ID (B)(6) initial result = 515 pg/ml, repeat results = 4.3 pg/ml and 3.7 pg/ml. Repeat result the following day = 4.9 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 51309ud00 did not show any non-conformances, or deviations associated with the complaint issue. Accuracy testing was performed to evaluate the performance of reagent lot 51309ud00. An internal troponin-I panel was tested with a retained kit of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I assay for lot number 51309ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a patient sample. The following data was provided: (B)(6) 2023 sample ID (B)(6) initial result = 515 pg/ml, repeat results = 4.3 pg/ml and 3.7 pg/ml. Repeat result the following day = 4.9 pg/ml. No impact to patient management was reported.